Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became detached from the cartridge. Customer¿s blood glucose level was 500 mg/dl. Customer performed a supply change to address the issue and insulin delivery was resumed.